Event description:
A facility reported a microsensor ((B)(4)) could not be zeroed. On (B)(6) 2022, after the implantation site closure, the microsensor could not be zeroed. It was used with the icp monitor ((B)(4)) the physician changed with another icp monitor however, the microsensor still could not be zeroed. Therefore the physician stop the monitoring. There were no delays and no adverse consequences reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID (B)(4)) was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(4)) was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express reading passed per specifications. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, the supplier was unable to confirm the complaint. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review, trending, and risk assessment were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.